Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported guide break/separation and broken extra pieces were confirmed. The investigation determined the reported difficulties appear to be related to interaction with patient scar tissue. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
Subsequent to filing of initial medwatch report additional information was received: reportedly, the proglide guide halves were broken and separated by the foot. The separated pieces were removed from the patient when the device was removed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in the right common femoral artery using a proglide device via a 6f sheath using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the proglide guide broke at the level of the foot. The physician stated that guide broke due to scar tissue. The sutures of two new proglide devices were successfully pre-placed and used after the interventional procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. It is reportedly unknown if the physician is trained in the use of the proglide device. No additional information was provided.